Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: radifocus, guide catheter: destination. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a concentric and do novo right superficial femoral artery that was 75% stenosed. A 3.0 x 40 mm armada 35 balloon catheter was used for pre-dilatation and advanced over a 0.035" guidewire from the left femoral artery. The balloon was pressurized and had partially inflated, however at 8 atmospheres it was also noted that contrast was leaking from the hub. The balloon fully deflated. A non-abbott balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and functional inspection was performed on the returned device. The reported inflation issue and hub leak were unable to be confirmed as the device inflated and maintained pressure without any leaks noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot and relabeled lot. The investigation was unable to determine a conclusive cause for the reported inflation and hub leak issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.